Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that application was responding correctly. The technical support specialist (tss) accessed remotely, and the med app was verified to be running normally on the screen. The application was logged into using system credentials and appeared to function correctly without any reported errors. The station was then rebooted to ensure stability, and after restarting, the med app launched successfully without issues. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device not responded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.